Event description:
It was reported that during a femoral osteotomy procedure, a guide wire broke at the thread/shaft junction. It was reported that a piece of the guide wire remains in the patient and a procedure is planned to retrieve it. No other patient harm was reported. There was a delay of about 30 minutes reported while the surgeon attempted to retrieve the fragment. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.